Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06898. The pt is implanted with two scs systems and has four scs leads model 3159 from the same lot number. It is undetermined which system the pt is alleging not helping his pain, therefore, all possible devices are being reported. It was reported the pt's scs system has not helped the pt relieve his pain. The pt is pending a follow-up with an sjm representative to evaluate the issue.